Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and measurements throughout this test was within normal limits. The dislodgement is a known inherent risk of the use of this product. However, allegation was confirmed based on the observation of a twist in the lead body. Dislodgment and a twisted lead body are indication of twiddler syndrome a patient turning the pg device in the muscle pocket.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement after approximately eight months of being implanted. Ra lead replaced. No additional adverse patient effects were reported

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement after approximately eight months of being implanted. Ra lead replaced. No additional adverse patient effects were reported.